Event description:
On (B)(6) 2015, cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm device. An article titled, "early and mid-term clinical experience with extracellular matrix scaffold for congenital cardiac and vascular reconstructive surgery: a multicentric italian study" was published (B)(6) 2015 in the journal, interactive cardiovascular and thoracic surgery. This article was discovered during a periodic literature review. The study includes an evaluation of 103 patients who underwent surgical repair for congenital heart disease using cormatrix ecm. The study was performed to assess the optimal indication for the material. All surgical procedures described within the article were performed sometime between 08/2009 and 01/2014. This report is being submitted to document case information for the 5th of 6 patients with valve leaflet repair that later required secondary surgery. Details of the event are provided below. It was reported that cormatrix ecm was used for aortic valve leaflet extension repair and the patient later required secondary surgery including aortic valve replacement with a mechanical valve. Although the exact relationship between the device performance and reason for explant is unknown, the author noted that the clinical indication for the redo was associated with ecm scaffold failure, which occurred as residual progressive regurgitation after a median time of 25.2 months (2.5 - 34.1 months) from surgery.

Manufacturer narrative:
The exact cause of the event is unknown. The explanted product was not returned to cormatrix for investigation. No additional information is currently available. Although the exact product information is not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing. The article does not provide patient specific surgical information but generalizes how valve leaflet extension repair was performed by sewing rectangular-shaped ecm extensions to the free edge of the cusps using 6.0 or 7.0 polypropylene sutures. The instructions for use for the cormatrix ecm for cardiac tissue repair device indicates under warnings and precautions: see scanned page. Root cause cannot be determined for this specific patient. However, the article suggests that the sub-optimal results associated with this event are related to the valve leaflet extension technique itself.